Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1mfrn, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Rep reported a lead replacement because their lead moved; the caller does not know when the lead migrated. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation: product ID 3889-28 lot# va1mfrn serial# implanted: 2018 (B)(6) explanted: 2018 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The patient's weight and when the lead migration issue was not known to the rep. The rep further said the lead will not be returned for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.